Event description:
The reporter contacted animas on (B)(4) 2012, alleging that the patient was on a flight and their blood glucose levels rose to the 400-600mg/dl range with nausea and vomiting. The patient drank apple juice and water for hydration due to the vomiting. The pump history was reviewed and determined to be correct. The infusion set and site were changed out and the patient's blood glucose levels were slowly responding. This report is being made based on the allegation that the patient experienced elevated blood glucose levels while on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.